Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account /without the packaging and seven photos. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the cannula detached from the hub. Visual inspection of the trocar noted the white seal under the 5-12mm head was missing. The condition of the instrument precludes functional evaluation. Please note the white seal must be present for the instrument to pass a leak test. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the missing seal. During this investigation, a secondary unrelated condition was identified as follows; damaged cannula. Replication of the reported condition may occur from mishandling that causes the seal to become disengaged when opening the 5-12mm seal or exchanging seals. Replication of the damaged cannula may occur as a result of rough handling. The event did not meet the regulatory reporting criteria. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lap. Oophorectomy and salpingectomy, when the device was taken from the blister pack during the surgery, the head set was detached from the cannula. The surgeon attempted to insert the head set into the canula: however he was unable to do it. New one was opened to complete the surgery. No patient harm. Operating time not extended.